Manufacturer narrative:
Complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. This report mailed in to FDA on: 05/25/2007.

Event description:
A clinic reported six patients experienced corneal difficulty following cataract extraction surgery. This patient experienced corneal opacity and corneal endothelial cell injury. She was treated with steroid therapy and her symptoms resolved in one week. Manufacturer report number for this patient is 3002037047-2007-00028. The other five reports being filed for this facility are, 3002037047-2007-00029, 3002037047-2007-00030, 3002037047-2007-00031, 3002037047-2007-00032, 3002037047-2007-00033.